Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full height cubie drawer 6 failed and did not allow the user to recover it. The lights on the board were all off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary cubie drawer 6 was failed. A field service engineer checked the module controller board and replaced the board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.